Event description:
A customer reported that a low readings issue occurred with her adc freestyle libre on an unspecified date in december 2018, with the sensor scan showing a continual result of 'lo' (reading less than 40 mg/dl) for over 2 hours. The customer further reported experiencing symptoms of fatigue, nausea, and dizziness and was seen an unspecified point of care where nurses administered an intravenous glucose infusion and the customer drank juice. After 30 minutes the nurses performed a blood glucose check, which showed an unspecified high reading so the customer was diagnosed with hyperglycemia and was treated with intravenous saline infusion instead. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a low readings issue occurred with her adc freestyle libre on an unspecified date in (B)(6) 2018, with the sensor scan showing a continual result of 'lo' (reading less than 40 mg/dl) for over 2 hours. The customer further reported experiencing symptoms of fatigue, nausea, and dizziness and was seen an unspecified point of care where nurses administered an intravenous glucose infusion and the customer drank juice. After 30 minutes the nurses performed a blood glucose check, which showed an unspecified high reading so the customer was diagnosed with hyperglycemia and was treated with intravenous saline infusion instead. There was no report of death or permanent impairment associated with this event.